Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of turn off was reproduced. A review of the event history log (ehl) revealed occurrences of multiple "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be I/o board faulty and damaged 6 pin connector , a contributor to power issue. The rear case and I/o board will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.